Event description:
Patient who had developed chest pain and EKG changes, was being transferred to the ICU with a zoll defibrillator. The defibrillator's battery malfunctioned, causing the defibrillator to go from charge to low charge, and then to failure mode all within 5 minutes. A second defibrillator was utilized for the patient and the patient suffered no harm.